Event description:
Report received from the USA stating that the device was "making a grinding noise". The device was being used during an otolaryngology procedure. The doctor was able to finish the surgery with the device. There was no delay in surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicate this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent.